Event description:
It was reported that one week post-operatory check, this right atrial (ra) lead exhibited undersensing with small p-waves. An x-ray was performed and the ra lead was still in place. However, there was concern for micro-dislodged. The ra sensitivity was adjusted. The plan is continue to monitor. Currently, this ra lead remains in service and no additional adverse patient effects were reported.